Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The por was due to an unstable vref signal but the anomaly was lost during analysis. The cause of the anomalous vref signal was not determined.

Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that patient presented to the emergency room after receiving a vibratory alert. Upon interrogation, unspecified device reset mode was observed with hv therapy disabled. A hvvi therapy episode was recorded on the device but the patient did not recall any. The device was explanted and replaced. The patient was stable following the procedure.